Event description:
Per the surgeon's report, the pt had a "fractured cochlea" prior to implant surgery. The pt obtained benefit from the device for 2 years. After that time her performance decrease, and tinnitus and pain developed. The pt discontinued use of the device. The results of an integrity test done on august 14, 2006, were consistent with normal receiver/stimulator function. The results of common ground electrode testing were unusual and were thought to be due to the "fractured cochlea." The device was explanted in 2007. Reimplantation surgery may be done at a later date.

Manufacturer narrative:
This is a final report.